Event description:
It was reported that during a stenting procedure in a heavily calcified right internal carotid artery, there was difficulty advancing the recovery catheter though the stent. The physician related the difficulty to the patient anatomy. A second post dilatation was performed and the recovery catheter was able to be advanced successfully. There was no reported adverse patient effect and the patient was discharged home on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized with confusion and lethargy. MRI of the brain on (B)(6) 2011, showed multiple tiny subcortical infarction consistent with showering of emboli, perhaps of cardiac origin. There was no reported treatment given. The patient's condition has returned to baseline with no obvious residual deficits. The patient was discharged home on (B)(6) 2011. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and embolism are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.